Event description:
The pt reported that, she had 3 infusion sets from a particular box of infusion sets that separated partially from the luer connection. The pt's blood glucose did elevate to 270 mg/dl. The pt's normal blood glucose range was not provided. The pt reported symptoms of feeling sick to her stomach with her elevated blood glucose. She gave herself a 5 unit bolus and changed the tubing to help counteract her elevated blood glucose. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.